Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Diet counselor reported that patient experienced diarrhea and vomiting and felt sick on (B)(6) 2011. Patient became unresponsive on (B)(6) 2011 at approximately 9:00 a.m. Patient's partner called the emergency doctor, and patient was transported by ambulance to the intensive care unit. Blood glucose was 1124 mg/dl at 10:15 a.m., and he received an insulin infusion. Patient was moved to the intermediate care unit on (B)(6) 2011 and restarted the infusion device on (B)(6) 2011. He received additional training on (B)(6) 2011, and the diet counselor detected the infusion set luer connection was slightly loose. Cartridges are not reused and are changed every 6 days. Infusion needle is changed every 2 days and the tube every 6 days. Patient did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose level is 140 mg/dl. Correct type of battery was used in the infusion device, and the battery setting was programmed correctly. Physician would like to know if the infusion device and blood glucose meter were replaced and requested for evaluation. No additional information was provided.